Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had eight and a half year last (B)(6) 2019. Reportedly, health care professional (hcp) was concerned about the possible premature battery depletion (pbd). Boston scientific technical services (ts) discussed the possibility of chronic atrial fibrillation sensing depleting battery. Analysis showed that this device was high in rate atrial sensing at an average rate. Furthermore, high rate atrial sensing can cause an increase in power consumption. The high rate atrial sensing has been occurring during the past a year and the device has the signal artifact monitoring (sam) patch installed. The sam patch can also consume additional power in the presence of high atrial rate sensing. As of this time, this device remains in service. No adverse patient effects were reported.